Manufacturer narrative:
Additional information was received that this lead was explanted and discarded at the hospital. The lead will not be returned to boston scientific, therefore, a root cause of this event can not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, the patient with this right ventricular (rv) lead experienced an inappropriate shock from the device and was subsequently hospitalized. It was noted, that this rv lead also revealed a rise in pacing impedances greater than 3,000 ohms and high thresholds. The decision was made to explanted and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the lead will under go a detailed laboratory analysis in an attempt to determine the root cause of this event.